Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No alarm was noted for a motion sensor test failure. The basic occlusion, occlusion test, prime test, excessive no delivery alarm test and displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a motion sensor test failure alarm on the insulin pump. Customer's blood glucose level was 384 mg/dl. Customer was assisted with clearing the alarm. Customer stated that she was unable to rewind the pump. Customer was advised to replace the insulin pump. No additional information provided.